Manufacturer narrative:
The reported event was confirmed as use related. A potential root cause for this failure could be "user unaware of time limitation or forgets the patient is using the device." A DHR review is not required as the event is use related. The instructions for use were found adequate and state the following: ¿replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood. Assess device placement and patient¿s skin at least every 2 hours. Perform perineal care and assess skin integrity (document per hospital protocol). Separate legs, gluteus muscles, and labia. Palpate pubic bone as anatomical marker. With soft gauze side facing patient, align distal end of the purewicktm female external catheter at gluteal cleft. Gently tuck soft gauze side between separated gluteus and labia. Ensure that the top of the gauze is aligned with the pubic bone. Slowly place legs back together once the purewicktm female external catheter is positioned. Ensure the purewicktm female external catheter remains in the correct position after turning the patient. Properly placing the purewicktm female external catheter snugly between the labia and gluteus holds the purewicktm female external catheter in place for most patients. Mesh underwear may be useful for securing the purewicktm female external catheter for some patients.¿ h11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had gotten a couple of urinary tract infection while using the purewick female external catheter. Patient used it for 9.00 pm to 9.15 am. Also had a pressure sore which was not related to the product. Representative asked customer to speak with the doctor and to change the wicks every 8 hours. Also sent email with urinary tract infection information for patient to review. Patient had been using the purewick products for more than 90 days. It was unknown what medical intervention was provided for urinary tract infection.

Event description:
It was reported that the patient had got a couple of urinary tract infection while using the purewick female external catheter. Patient used it for 9.00 pm to 9.15 am. It was also stated that they had a pressure sore which was not related to the product. Representative asked customer to speak with the doctor and to change the wicks every 8 hours and sent email with urinary tract infection information for patient to review. Patient had been using the purewick products for more than 90 days. It was unknown what medical intervention was provided for urinary tract infection.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.